Event description:
The nurse tightened the filter down too hard and the filter became blocked on the metal screw.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.